Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient didn't believe the pump was working. The patient's catheter was implanted on (B)(6) 2015, and the therapy appeared to be working. Then in (B)(6), the patient's spasticity returned. It was reported have a gradual onset. It was also reported that immediately after the surgery, the patient had constant stabbing pains in his back. The patient was given muscle relaxers and another medication to assist with the stabbing pains. The patient couldn't get comfortable sitting. It was noted that the patient had the pump medication decreased. Urine and blood tests were done which to check for infections, but no infections were present. An x-ray was done on (B)(6) 2015 and the health care provider (hcp) didn't see anything out of the ordinary. The patient was at the point where he was considering taking the pump out.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing significant back pain and more spasms. It was stated that "the pump broke" and that "something in his back was broken" which caused the issues. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a hcp and consumer via a company representative (rep) indicated the patient was not receiving any therapeutic affect from his itb pump system. The patient was not having any acute withdrawal symptoms. He had a pump system placed, then later had it revised [refer to manufacturer's report #s 3004209178-2015-08575 and 3004209178-2015-10334 for information pertaining to the patient's revision procedures], and then experienced a stop in affect again. The issue was identified by the reported lack of effect by the pump system. The event date was approximately (B)(6) 2016. No diagnostic or troubleshooting had been performed and the patient wanted the entire system removed. The pump had baclofen 2000 mcg/ml and the rate had been reduced to minimum rate (12.6mcg/day) preparing for explant. The issue had not been resolved at the time of this report and the patient's status was alive- no injury. The type of baclofen, lot number, other medications the patient was taking at the time of the event, and medical history were unable to be obtained. Surgical intervention had not occurred, but was planned however was not scheduled at this time. If additional information is received, a follow-up report will be sent.